Event description:
It was reported the receiver of subject device was not picking up an image, the issue occurred during inspection for use before the patient room. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: faulty printed circuit board. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.